Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the device does not turn on. Functional testing was performed and the test failed, confirming the reported event of no audio output. The root cause was determined to be moisture damage to the device. However, it should be noted that in the dexcom g4 platinum continuous glucose monitoring system user's guide it states, "keep the receiver dry. Do not spill fluids on it or drop it into fluids."